Event description:
Spontaneous call. Patient reported malfunctioning freedom pump when she was infusing her last hizentra dose. Patient confirmed that she was able to complete her infusion, get her entire dose, and had no side effects or issues with the infusion. The infusion time took almost four hours instead of the typical two and one half hours, and the patient had to change out multiple syringes to complete the infusion. Patient will return malfunctioning pump to us. No further information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup product they were able to switch to? No. Was able to get full dose using pump, but infusion time was significantly longer. Reported to (B)(6) by pt/caregiver.